Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. Returned product consisted of a guidezilla ii 6f guide extension catheter. The device was visually and microscopically examined. The collar and shaft of the device were partially detached. There was a shaft kink at the proximal end of the collar. At 7.6cm-11cm distal from the collar the shaft was flattened. Within the flattened shaft segment at 9.6cm and 10cm, the shaft of the device was kinked. There was blood present in the shaft of the device. These damage types could prevent the device from further advancement as the pushability and support is compromised due to the damage present. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that the device had advancing difficulties. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, it was noted that the guidezilla did not cross the hemostasis valve and became stuck upon insertion. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed partial detachment of the collar and shaft.